Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2014-08011. It was reported the patient was to meet with sjm representative for scs system reprogramming. The patient canceled her appointment several times, so reprogramming never took place. It was later reported that the patient will be explanted, but the reason for explant is still unknown. Surgical intervention is planned for a later date to address the issue.